Manufacturer narrative:
The complaint investigation for false positive alinity I sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Device history record review on list number 06r91 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported potential false positive alinity I sars-cov-2 igm results for 2 patients when testing was performed with alinity I sars-cov-2 igm compared to negative igg results. These patients are taking the tests before travel because negative cov-igm and cov-igg are conditions for travel to china. If either one is positive, they will wait and get tested again. In this case, no specific patient data was provided. Per the summary and explanation of test section in the package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2985 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, the alinity I sars-cov-2 igm reagent list number 06r91 is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r91-23, that has a similar product distributed in the us, list number 06r91-20.

Event description:
The customer observed false positive sars-cov-2 igm results, on an alinity I analyzer, for several patients wanting to travel to china. The igm result is positive, but the igg result was negative. There was no impact to patient management reported.